Event description:
It was reported that the pt experienced decreased pain control. The implantable neurostimulator and extension leads were replaced. A device failure was suspected.

Manufacturer narrative:
Final device evaluation of the implantable neurostimulator revealed no anomalies. Evaluation of the extension revealed a reliability non-conformance. Multiple conductors/wires were broken, cosmetic depressions in the outer insulation were found, the distal end of the extension was stretched, and the entire extension body was severely stretched.